Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed multiple times. Customer reverted to using another pump for insulin therapy. Blood glucose was 180 mg/dl.